Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed and advised inappropriate atr episodes were stored due to intermittent far-field oversensing. Ts also noted the amplitude of the p-wave is low and there is a risk of undersensing if programming changes are made. Ts provided programming suggestions; the health care professional will discuss with the provider. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed and advised inappropriate atr episodes were stored due to intermittent far-field oversensing. Ts also noted the amplitude of the p-wave is low and there is a risk of undersensing if programming changes are made. Ts provided programming suggestions; the health care professional will discuss with the provider. Additional information provided this ICD was subsequently explanted. This ICD has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.